Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after attempting with multiple cartridges. The customer was able to reload the cartridge and received an accurate fill estimate. There was no impact to the customer's blood glucose level.